Event description:
The manufacturer received information alleging an issue with the ventilator's high pressure relief valve. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's dump valve was replaced to address the issue.